Manufacturer narrative:
Continuation of medical devices: 694765 lead implanted: (B)(6) 2004; 419388 lead implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was intermittent ffrw (far-field r-wave) oversensing noted on the atrial lead, resulting in false classification of at/af (atrial tachycardia/atrial fibrillation) episodes. The lead remains in use. No patient complications have been reported as a result of this event.